Event description:
While a field service engineer (fse) was at the customer's site troubleshooting an unrelated issue, the fse discovered a partially blocked white blood cell (wbc) aperture 2 on a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse cleaned out the wbc aperture 2 which resolved the blockage. The repairs were verified per established service procedures. (B)(4).